Manufacturer narrative:
The device was returned to a zoll medical corporation for evaluation. The reported malfunction was observed during review of the device logs. The device was put through extensive testing without duplicating the report. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.